Manufacturer narrative:
(B)(4). Batch # r92r1e. Device analysis: the analysis results found that the msm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, what appears to be a an mca clip is unformed and lying on the tissue, it appears like another clip is present but cannot determine if it's a clip or to which device the clips belongs to. However, no conclusion could be reached as to the cause of the reported incidents as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Additional information was requested and the following was obtained: what does catching mean? Was the device difficult to open? Was the device difficult to close? Force to close instrument was higher than normal. Catching means that firing the instrument was not smooth. Additional information received: here is some feedback from the surgeon regarding the mca issues when I asked him if the appliers always had a catch or were hard to fire: ¿sometimes. Interestingly it¿s not just 1 issue. Misfiring, catching, scissoring, multiple clips fired at once.... Can¿t speak as to stage of stroke¿.

Event description:
It was reported that during a diep flap procedure the clip applier had a high force to fire and were "catching". A like device was used to complete the procedure. There were no patient consequences reported.